Manufacturer narrative:
The physician indicated the device was not available for return. Further information has been requested of the initial reporter regarding: implant date, device serial number, and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: antiemetics, antispasmodic, and anticholinergic drugs may be prescribed to lessen the early placement symptoms such as nausea, vomiting, and abdominal pain. Patients will need to immediately contact their physician for any severe or unusual symptoms. Placement of the balloon within the stomach produces an expected and predictable reaction characterized most commonly by a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed during this adjustment period. These symptoms can be treated with antiemetic, antispasmodic, and anticholinergic medications. Typically the stomach acclimates to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced during the adjustment period, it is recommended that the physician use proton pump inhibitors (ppis), antiemetics, antispasmodics, and anticholinergic medications prophylactically (before orbera® placement). Patients should be advised to immediately contact their physician for any unusually severe or worsening symptoms. The physiological response of the patient to the presence of orbera® may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications - possible complications of the use of orbera® include: - gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. -abdominal and back pain; either steady or cyclic. -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon, during their scheduled 6 month orbera removal, it was identified there was no balloon found to remove. The patient was not aware of passing the balloon. The patient had lost 30 lbs, however for approximately the last two months the patient has not lost any weight. The patient had a little nausea and diarrhea. Additional information noted the patient went to the ER two months prior to the scheduled removal for abdominal pain and nausea. A CT scan was performed and no action was taken. The placing physician reviewed the CT scan results after the scheduled removal and noted the device was not present.